Event description:
Hcp reports the patient presented with "increased spasiticty" and withdrawal symptoms. A dye study performed-unk date. The physician couldn't pull back fluid during the dye study so surgery was planned. During surgery (2004) the catheter was found to be o.k. But the physician explanted and replaced the pump "in case that was the problem." The pump was then returned to the MFR for analysis. The patient is reported to have recovered without sequela.